Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that immediate load and immediate implant procedures were performed.

Event description:
The clinician reported that 2 months after the dental implant and bridge were placed in ada site 22 in the mouth, the implant did not integrate in type I bone. Clinician noted the patient's local infection in this immediate extraction site. The product will be forwarded to the manufacturer for investigation. There were no reported post-op complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 months after the dental implant and bridge were placed in ada site 22 in the mouth, the implant did not integrate in type I bone. Clinician noted the patient's local infection in this immediate extraction site. The product will be forwarded to the manufacturer for investigation. There were no reported post-op complications.